Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient was hospitalized due to severe diabetic ketoacidosis (dka). The patient stated experiencing issues with the omnipod personal diabetes manager (pdm) and having to discard several pods due to a communication error. A manual insulin injection of 3 units using a pen was administered at home and a new pod was applied. At the hospital, the patient was placed on an intravenous (IV) of glucose and some fluids.